Manufacturer narrative:
The na electrode lot number was q52_2023, with an expiration date of 15-sep-2024. The customer observed crystallization on the analyzer. The customer performed maintenance on the sample probe, but the issue re-occurred after this action. The field service engineer found dirty and crooked sipper and vacuum nozzles. The nozzles were replaced. Good results were obtained when testing patient samples. No further issues were reported. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the na electrode on a cobas pro ise analytical unit. The first sample initially resulted in a na value of 149 mmol/l. When repeated on a second analyzer, the result was 132 mmol/l. The second sample initially resulted in a na value of 148 mmol/l. When repeated on a second analyzer, the result was 142 mmol/l. The third sample initially resulted in a na value of 146 mmol/l. When repeated on a second analyzer, the result was 138 mmol/l.